Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to customer's blood glucose level. The customer declined further troubleshooting with tandem technical support, and declined to provide additional information.